Event description:
Patient with a heartmate iii left ventricular assist device (lvad) was admitted emergently with symptoms of stroke in the setting of inr 2.2. Left middle cerebral artery (mca) and mid-cerebral cerebrovascular accident (cva) and stroke confirmed via cat scan complicated by hemorrhagic conversion with a 2nd recurrence. Patient suffered significant aphasia, dysphasia, right side weakness. Percutaneous endoscopic gastrostomy (peg) tube placed and patient was transferred to nursing home. Recurrent bleeding raised concern for septic emboli leading to the finding of mycotic aneurysms in mca and patient underwent onyx embolization of two right mycotic mca aneurysms. Vancomycin course extended until mid-july. Aspirin and coumadin therapy were not resumed due to bleeding risk. Patient was discharged to inpatient rehab center and was able to ultimately discharge to his home, where he suffered another large intracranial hemorrhage. All care, including lvad and ICD were withdrawn soon after.